Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6)2016. During the procedure the handle on the locking bar inserter fractured and the slot did not run smoothly in the pin inserter.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. The device appears to have failed in bending fatigue. Root cause of the event was most likely attributed to design of the device. A design change was implemented in order to prevent this failure mode.